Manufacturer narrative:
(B)(6). Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would no longer detect the patient's ECG rhythm after providing defibrillation shock. A replacement electrode was used; however, the issue was not resolved. The customer advised that a backup device was available and was used to continue patient care. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control performed other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would no longer detect the patient's ECG rhythm after providing defibrillation shock. A replacement electrode was used; however, the issue was not resolved. The customer advised that a backup device was available and was used to continue patient care. There were no adverse effects to the patient as a result of the reported event.